Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during in office manual impedance testing increased sensing integrity counter (sic) was noted on the patient¿s right ventricular (rv) lead. Technical services indicated that the oversensing episodes were due to the impedance testing. The rv lead remains in use. No patient complications have been reported as a result of this event.